Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the staple line is incomplete and there was a poor staple formation, both handles used, along with the reload were changed to resolve the issue. There was no patient injury.